Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to confirm the customer comment of "serious programmer error," the programmer powered up without generating an error message. However, as a recent error was found in the "get logs" error file the software was reloaded as a preventive. Analysis also found that the power cord bay door did not open and shut evenly so the power cord bay was replaced and that the stylus pen tip pulled apart and the stylus worked intermittently so the stylus pen was replaced and calibrated with the associated overlay screen. Concomitant product: product ID r2290 software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant case the programmer generated a "serious programmer error." The programmer was returned for service. No patient complications have been reported as a result of this event.